Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was emitting a solid tone. A guidant technical services (ts) consultant recommended turning on the beep on sensed events function and then turn it back off again. The caller did this, and the solid tone stopped. No adverse patient symptoms were reported. A guidant technical services (ts) consultant recommended instructing the patient implanted with this device to maintain an adequate distance from any magnetic fields. No adverse patient symptoms were reported. Additional information was received that this ICD was explanted due to elective replacement indicator. Another ICD was successfully implanted. No adverse patient symptoms were reported.